Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported failure in multiple can components. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. According to the customer's in-house technical department, the cable of the control module was damaged. How this circumstance came about could not be determined as the cable was not made available by the 3rd party in-house technology group for the purpose of investigation. Therefore, the result of the investigation was mainly based on the information provided by the on-site technical department and log file analysis. The described damage of the cable resulted in the fact that no motor movement could be executed on the system. Such damage requires the replacement of the defective part. The affected cable has been exchanged by the local service organization and the error has not been reported again. The spare parts consumption of the mentioned cable was checked and a possible accumulation of faults or even a general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.